Event description:
Pt experienced increased blood pressure, shortness of breath, anxiety, heart palpitations and headache between 1 hr 15 min to 1 1/2 hours into treatment with use of the exeltra 190 dialyzer. The symptoms occurred for the second through sixth time the pt was exposed to this membrane. The pt had been on the ct190g dialyzer for four years prior to this change to the exeltra 190 dialyzer. For each incident, the pt was administered oxygen at 2l/min per nasal cannula and treatment was continued. Two treatments were discontinued early as the pt's symptons did not resolve. It was reported that after discontinuation of treatment, the pt's blood was returned and symptoms resolved. The pt was changed back to the ct190 dialyzer without recurrence of symptoms. The healthcare professional reports the pt is fully recovered.